Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer initially called to report no delivery alarms on the insulin pump. During troubleshooting, the customer stated that the tip of the reservoir broke off, causing insulin to leak into the reservoir compartment. Nothing further was reported.